Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, the surgeon inserted the pins into the vertebral body as usual. Upon removing the pins, it was discovered that the pin was broken and the tip remained in the vertebral body of the patient. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no defect has been identified that would have been responsible for the failure of the part. The failure is consistent with breakage due to over-loading in torsion and bending.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.